Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device was intermittently not booting. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had login issues. The fse performed system diagnosis, checked bios (built in operating software) battery and found the voltage on the battery was normal. The fse also found that the host pc had a red back plane. The failure analysis of the host pc confirmed the cause of the issue was with the hdd (hard disk drive) bay. However, the fse replaced the host pc, moved the original hdd to the new pc and updated the license file which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.